Event description:
The manufacturer received this report from a foreign country. Mea treatment was performed in 2005. The patient returned 2 days post mea complaining of abdominal pain hysterectomy and bowel surgery were performed. No additional information is available.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company also tested the applicator which was found to pass all production final test procedures. This event occured outside the us; in the us if a myometrial wall thickness is not entered into the mea system then the mea treatment could not be initiated. This event occurred outside the us; in the us post-dilation hysteroscopy to confirm an intact uterine cavity directly prior to insertion of the mea applicator is mandated. This event is being reported now as a result of the company's recent review of the open complaint file for this event. H4: appl. Date: 1/2005.